Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3d0337 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3e0176 sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# c23abf0505 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic direct intestinal resection (miles) procedure to the patient with a cardiac resynch ronization therapy (crt) device ,in resection, excessive force error was observed immediately after the first shot and the start of the firing. The firing stopped at about 0.5cm from the proximal site, the knife was retracted, and the jaw was opened. Another reload was used but the firing stopped. The knife was retracted, and the jaw was opened again. To resolve the issue, a third reload was used with the new handle and adapter. A photo of the direct intestinal resection during the firing showed that the tissue was firmly clamped at the root, but it was not feeling extraneous. It was noted that the resection line was resected by keeping a distance from the place where the crt was placed. Upon checking the handle and adapter, sponge firing with appropriate hardness was done without any problem. There was no patient injury.